Manufacturer narrative:
During troubleshooting in (B)(6), the complaint was able be duplicated. Returning the device for further evaluation. (B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the user could not control the small roller pump by pump knob. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00855. The reported complaint was confirmed. During the laboratory evaluation, the product surveillance technician (pst) duplicated the reported issue. The pst observed the optical encoder to intermittently control menu options and motor speed. Replacement of the customer optical encoder with lab-use only (luo) optical encoder restored the roller pump¿s functionality. Visual inspection of optical encoder revealed no anomalies. When the original encoder was reattached, the roller pump still exhibited control issues using the knob. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. No additional action will be taken at this time.